Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it can be estimated that the power would not turn on due to the loss of the fuse or the failure of the power supply unit, but the root cause of the loss or failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation confirmed the reported problem and assigned the cause to a missing fuse and faulty power supply. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An olympus, model clv-180, evis exera ii light source was returned to olympus with a reported problem of "failed to turn on." There was no patient injury, associated with the problem, reported to olympus.